Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: five photos and one sample was provided to our quality team for investigation. During the evaluation it was observed that the cannula is broken. The upper half of the cannula was inspected, and it was observed that the surface close to the breakage is bent and appears deformed and it was observed that the cut has jagged edges, the surface is rough and deformed and it appears as if excessive force was applied to the needle. The bottom half was not returned. A review of the internal manufacturing device records and raw material history files for reported lot 0001356416 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. The quality tests related to this incident were reviewed . This procedure calls for the visual inspection of the device to be free of damages or defects that could affect the quality and functionality of the product. No issues were found regarding the performed tests. Based on the investigation performed, a probable root cause cannot be established since during the analysis performed to all the elements relevant to the failure mode no issues were found. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
During procedure needle got stucked inside and topmost part of the needle got broken and stucked inside only. How was item piece retrieved from patient/procedure? It was still inside(broken part) of the patient. What was the impact to the patient? Was the patient injured? Yes, patient is still injured.

Event description:
During procedure needle got stuck inside and topmost part of the needle got broken and stuck inside only. How was item piece retrieved from patient/procedure?- it was still inside(broken part) of the patient. What was the impact to the patient? Was the patient injured?-yes, patient is still injured.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(6).